Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine ( 5 mg/ml at 0.5289 mg/day) via an implantable infusion pump. It was reported that the low reservoir alarm occurred on (B)(6) 2019 and the empty reservoir occurred on (B)(6) 2019 per the logs. It was confirmed that no motor stalls had occurred. The caller was going to refill the patient's pump with saline the day of this call. No symptoms were reported. No further complications have been reported as a result of this event.